Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the past occlusions. Blood glucose level was in the 400's mg/dl range. A system check was performed using the current supplies and fewer drops than normal were observed dripping out of the infusion tubing during a test bolus delivery. Tandem technical support attempted to follow up with the customer multiple times to continue the system check; however, no response was received.